Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported a few weeks ago their pain started to come back from a 1 out of 10 to a 7 of 10. Patient met with the manufacturer representative (rep) on october 10th and they checked the stimulator and it looked like everything was working. The representative did a lot of reprogramming which they thought would help. Patient was reprogrammed but when they got home the pain didn't get better and when they looked at the remote all the settings were at 0. Patient stated they have never used adaptive stim but apparently the adaptive stim was on when the patient checked. The pain was not improving and they tested it by turning stimulation off and the pain level was the same so it was as if they were not receiving anything. Last night the patient checked all these settings again and the remote was showing zeros and they never touched that so it was like it was overwriting the rep programming for not receiving the new programming. Patient confirmed they were able to turn adaptive stim off and adjust the stimulation up to a level where they could feel the stimulation. Patient mentioned usually they charged every day and the stimulator would go down to 30% but a couple times the stimulation was on and the battery level was still at 100%. Agent reviewed that replacing the controller likely would not have an effect on resolving the mentioned issues. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.